Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 6atm within 30 seconds. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 6atm within 30 seconds. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported post procedure.